Manufacturer narrative:
Updated evaluation of the device photo: the device was not returned for analysis, however a picture of the sample was provided. Upon visual inspection of the picture a rupture can be observed and some black spots, however the photo do not provide enough evidence to determine the root cause of the rupture and the origin source of the foreign matter noted. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Although the product was not received, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this lot. In addition, the mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/20/20, mentor became aware that ruptured right implant only, there was no rupture with the left side. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information received indicated that the patient had issue with bilateral capsular contracture baker grade 4, and breast ptosis on the right side. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab received the right side photo for evaluation. Lot number and catalog number were provided. Hence, section d has been updated with device information. A manufacturing record evaluation (mre) was performed for lot number 5689771, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Fields and were updated. Device code "fungus in device environment" is added as per information received on (B)(6)2019. On (B)(6) 2019, mentor became aware that patient also was presented with bilateral breast mass. Hence patient code breast lump has been added to field. This report is for the patient¿s right-sided device. On (B)(6) 2019, investigation was completed. Investigation summary: according with the information reported the patient experienced a rupture, mold, generalized illness, capsular contracture, seroma and breast mass in the breast implant. There was no sample received for analysis. Only picture of the sample were received for analysis. Upon visual inspection of the picture was observed ruptured and no evidence of foreign material was observed within the device in the picture. No other anomalies were observed. The photo do not provide enough evidence to determine root cause. In addition, the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. All mentor product is 100% inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma, capsular contracture, generalized illness, possible rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with unknown silicone, breast implants which the patient reported noticing lumps in the armpit area, ultrasound in (B)(6) 2019 stated there was substance around the right breast, and armpit. She has been seeing her doctor and no exact diagnosed provided. There is also possible rupture, and capsular contracture issue with unknown baker grade. Patient also stated that unable to sleep on the side due to pressure on the implants. Middle finger is turning numb on both hands. Toes from both feet lose circulation. In 2010 and 2011 patient suffered from anxiety also the hormone levels are extremely irregular and also trouble getting pregnant and irregular menstrual cycle and extreme depression. Pain on both breasts. Per patient, she is scared of putting new implants back but also scared of the side effects of the physical deformity she will experience. Patient had the devices removed on (B)(6) 2019. The root cause of the patient's symptoms are unclear. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right side.

Manufacturer narrative:
On (B)(6) 2019, the patient reported that she has experienced a reduction in symptoms post-explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, additional information indicated that there was bilateral rupture. Country of event, and implantation is (B)(6). Patient emphasized that she wants to put another implants in but she is terrified of the illnesses. She also reported low circulation in her thumb, anxiety, irregular hormone levels, irregular period. This report is for the right side. Manufacturer¿s reference number: (B)(4).